Manufacturer narrative:
Patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Therapy dates:(B)(6) 2017. Concomitant devices reported: 1.3mm locking t-plate 3 hole head-5 holes shaft (part # 02.130.152, lot # unknown, quantity 1). (B)(4). A sentinel event with a similar event was identified for this device that has resulted in a serious injury or death in the past. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.130.202; lot # f-21879. Manufacturing site: (B)(4). Manufacturing date: 02. May 2017. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a fifth metacarpal a drill bit was noted to break off in a patient bone. It was explained that as the surgeon was pre-drilling a hole for a screw the surgeon pulled the drill bit out and noted that the tip of the drill bit had broken off in the patient bone. The surgeon drilled another hole next to the already drilled hole and using a clamp, he pulled the broken drill bit fragment embedded in the patient bone out of the patient¿s body. The surgeon reportedly made the hole a bit bigger in the bone and pulled the fragment out. The surgery was delayed about 15 ¿ 20 minutes to remove the fragment. An unknown number of x-rays were required to assist with getting the drill bit out of the bone. Another drill bit was used. The reporter was not certain if he placed a screw in the predrilled hole or not. A total of nine screws and one plate was successfully implanted in the patient. It was added that some of the screws were used to secure the plate and some were used as lag screws. This complaint involves one (1) device. Concomitant devices reported: 1.3mm locking t-plate 3 hole head-5 holes shaft (part # 02.130.152, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the drill bit was received with the distal tip sheared off; the distal portion was not returned for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. No new malfunctions were identified as a result of the investigation. Per the technique guide, the returned drill bit is an instrument used in the next generation hand system / variable angle locking hand system which is intended for fracture fixation of the hand and other small bones and small bone fragments, in adults and adolescents particularly in osteopenic bone. The drill bit was received with the distal tip sheared off; the distal portion was not returned for evaluation. The returned drill bit was measure and based on the relevant product drawing the sheared off fragment would be approximately 7.45mm in length. The outside diameter of the returned broken drill bit near the breakage was measured and within specification. The balance of the device is in good functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. The condition is condition with exposure to exceeding forces which can be the result of too much pressure exerted and/or off axis pressure. This would be exacerbated if using a dull/worn drill bit. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.